Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed an acute rise in threshold and diminished sensing resulting from a lead dislodgement. The dislodgement was confirmed with a chest x-ray. Reprogramming was completed and eventually a lead revision procedure was completed. The lead remains in use. No patient complications have been reported as a result of this event.